Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the centrimag console was plugged in and not used, the console kept beeping as if it was not plugged in. A message displayed that the console would turn off. The power cable was replaced but the beeping continued. It was noted that service was done last year, and the battery was due to be replaced in october 2025. On the same day, when mounting extracorporeal membrane oxygenation (ECMO) and starting the purging, the engine began to sound as if the screw did not adjust well. The console and motor were replaced.

Manufacturer narrative:
Section h8: usage of device corrected manufacturer's investigation conclusion: the reported event of the centrimag console not being able to operate on ac power was confirmed via analysis of the returned console. The returned centrimag console (serial number: (B)(6) was evaluated at the european distribution center and by product performance engineering (ppe). During testing, the returned console was connected to a known working ac power source and upon connecting to power, an atypical buzzing and clicking noise could be heard from the unit. An ac power disconnected message then displayed on the console¿s display screen. The console was disassembled to inspect internal components, and the issue was isolated to the 24v power supply printed circuit board assembly (pcba). Circuit analysis of the 24v power supply pcba revealed that it was outputting approximately 18v. It was also revealed that a couple components were electrically compromised. The compromised components and the lower-than-expected voltage output from the power supply pcba would result in the reported event. This pcba is purchased from an external supplier and no schematics are available to review; therefore, further analysis on the component level could not be performed. Additionally, the returned console is an older version, and spare parts are no longer available, therefore, further troubleshooting could not be performed. The reported event was determined to be due to a compromised 24v power supply pcba; however, the root cause of the damage could not be conclusively determined through this analysis. Incidental findings: the screen on the user interface was cracked. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and operating manual can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 8.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. No further information was provided. The manufacturer is closing the file on this event.